Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer reportedly reused a needle and was educated that needles are single-use products. Customer changed all supplies to resolve the issue. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "always dispose of used components such as cartridges, syringes, needles, infusion sets, and cgm sensors following the instructions from your healthcare provider. Wash your hands thoroughly after handling used components." Device not returned.